Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to troubleshoot a device issue, concerns a (B)(6) female patient of unknown ethnicity. Medical history included diabetes since 1997. Concomitant medication included insulin glargine. The patient received insulin lispro (humalog) four times daily by sliding scale for treatment of type I diabetes beginning in 2000, via a reusable humapen luxura half-dose device. Beginning on an unknown date, the patient lost quite a bit of weight. In (B)(6) 2011, approximately eleven years after initiating insulin lispro, the patient began having eye problems, seeing spots and saw a room full of bees. An unknown time after this incident, the patient was diagnosed with cataracts. On unknown dates, the patient had laser surgery on both eyes and received triamcinolone acetonide injections in both eyes. On (B)(6) 2012, the patient had cataract surgery on her right eye, followed by cataract surgery on (B)(6) 2012 for her left eye. All of the eye surgeries were performed on an outpatient basis. On an unknown date, an unknown time after initiating insulin lispro, the patient's blood sugar was down to 24 mg/dl. She did not pass out until she was almost at the hospital, and came to before arriving at the hospital. In transit to the hospital, the patient was given sugar water as corrective treatment. The event of did not pass out until almost at the hospital, came to when almost there with blood sugar of 24 mg/dl was considered serious due to medical significance by the company. It was unclear if the patient was admitted to the hospital. Further details regarding diagnostic tests with results and additional treatment measures were not provided. At the time of the report, the patient was getting shaky because she had not injected insulin lispro that day due to a new cartridge not fitting into the pen (associated product complaint number (B)(4)). The patient was able to get the cartridge into the device and prime the pen following troubleshooting provided by call center agent. The event of shaky was ongoing, while the remaining event outcomes were unknown. Insulin lispro therapy remained ongoing. This report also included a reusable suspect humapen luxura half-dose device. The patient was the user of the device and was not a trained user, stating she was self taught. No improper use or storage issue was reported. General duration of use for the device was not provided. The humapen luxura device was not being returned to the company.

Manufacturer narrative:
Since the device is not being returned, evaluation for a malfunction is not possible.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to troubleshoot a device issue, with additional information provided by the patient's physician, concerns a (B)(6) female patient of unknown ethnicity. Medical history included diabetes since 1997. Concomitant medication included insulin glargine the patient received insulin lispro (humalog) four times daily by sliding scale for treatment of type I diabetes beginning in 2000, via a reusable humapen luxura half-dose device. Beginning on an unknown date, the patient lost quite a bit of weight. In (B)(6) 2011, approximately eleven years after initiating insulin lispro, the patient began having eye problems, seeing spots and saw a room full of bees. An unknown time after this incident, the patient was diagnosed with cataracts. On unknown dates, the patient had laser surgery on both eyes and received triamcinolone acetonide injections in both eyes. On (B)(6) 2012, the patient had cataract surgery on her right eye, followed by cataract surgery on (B)(6) 2012 for her left eye. All of the eye surgeries were performed on an outpatient basis. On an unknown date, an unknown time after initiating insulin lispro, the patients blood sugar was down to 24 mg/dl. She did not pass out until she was almost at the hospital, and came to before arriving at the hospital. In transit to the hospital, the patient was given sugar water as corrective treatment. The event of did not pass out until almost at the hospital, came to when almost there with blood sugar of 24 mg/dl was considered serious due to medical significance by the company. It was unclear if the patient was admitted to the hospital. Further details regarding diagnostic tests with results and additional treatment measures were not provided. The patients physician noted that the patient was seen at their office on (B)(6) 2012 and advised to decreased the dose of insulin lispro to 5 units with meals and decrease the dose of insulin glargine to 6 units daily, for which the patient had been poorly compliant. At the time of the initial report, the patient was getting shaky because she had not injected insulin lispro that day due to a new cartridge not fitting into the pen ((B)(4)). The patient was able to get the cartridge into the device and prime the pen following troubleshooting provided by call center agent. The event of shaky was ongoing, while the remaining event outcomes were unknown. Insulin lispro therapy remained ongoing. This report also included a reusable suspect humapen luxura half-dose device. The patient was the user of the device and was not a trained user, stating she was self taught. Improper use and storage was noted in the use of the device because the user of the device was visually impaired. General duration of use for the device was not provided. The humapen luxura device was not being returned to the company. The reporting physician did not offer an opinion of relatedness. Update (B)(4) 2012: additional information received on (B)(4) 2012 from the global product complaint database added the device specific safety summary; updated the improper use and storage to yes; updated the medwatch and EU/ca fields; and updated the narrative. Update (B)(4) 2012: additional information was received on (B)(6) 2012 by the patient's physician. Added a physician reporter. Insulin lispro: added an additional dose tab to represent adjusted dosing and changed the action taken for the drug to dose decreased. Insulin glargine: an additional dose tab to represent adjusted dosing and changed the action taken for the drug to dose decreased. Updated the event causality from nhcp to not reported. Updated the device causality to not reported for the event of hypoglycemic unconsciousness. Updated the case narrative and regenerated the (B)(4) comment.

Manufacturer narrative:
(B)(4). No further follow-up is planned. Evaluation summary a patient reported she had difficulty operating her humapen luxura hd device. She experienced low blood sugars. The device was not returned to the manufacturer for investigation (batch unknown). Therefore, it could not be evaluated to confirm the complaint or presence of a malfunction. However, the call center was able to guide the patient through a successful priming of the device, therefore, a malfunction is unlikely. The patient also reported being visually impaired. The user manual states that the device is not recommended for the visually impaired without the assistance of a sighted individual trained to use it. Improper use and storage - there is evidence of improper use. The patient used the device while visually impaired.